Event description:
It was reported that the patient's pain came back in ¿the last week or so¿ and a myelogram was performed. There was extravasation of the contrast near the pump connector, so they believed there was either a hole or a disconnect at the pump connection. A revision was performed on the date of the report, and they spliced on a new piece of catheter. The healthcare provider (hcp) wanted to deliver a 100 mcg bolus on top of the prime. The pump system was being used to infuse clonidine and morphine (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Corrective MDR submitted to apply z-2380-2008 as it was reported that the 8709sc catheter disconnected from the pump.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the issue began (B)(6) 2014 where the patient went through withdrawal. Two or three weeks later there was a catheter dye study and on (B)(6) 2015 the catheter surgery was done where the catheter was disconnected from the pump. The pump pocket was swelling and had fluid accumulation where "they were draining 200cc of fluid two times a week" according to the patient.